Manufacturer narrative:
Part requested from customer for analysis; not yet received.

Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The hospital bio-med claimed that the power supply is not charging the battery. The hospital bio-med replaced the power supply to address the reported problem.